Event description:
The customer's father reported via phone call that there was a clicking noise heard during bolus deliveries. The father also reported a humming noise emitting from the insulin pump. Customer's blood glucose was 352 mg/dl. The father treated the customer's blood glucose with a manual injection and bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.